Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller by removing the pump from its case and offered guidance on pressing the button effectively. Despite this, the issue persisted, leading cts to arrange for a replacement pump. The customer was instructed on the necessary steps for setting the pump into storage mode before returning it and acknowledged the steps needed upon receiving the new pump, which would involve completing an online training before use. The customer agreed to return the problematic pump using a pre-paid shipping method within ten days.